Event description:
In (B)(6) 2013, I had the essure devices implanted. Since then I've had the following symptoms: pain on the lower right side, headaches, weight gain, extreme fatigue, extreme bloating, unexplained vaginal discharge and bleeding, unexplained itching and rashes, depression and unexplained feeling of fever. I've seen my doctor on several occasions regarding these symptoms. He has no answers. I've never had any of these problems before essure.